Manufacturer narrative:
Initial reporter phone complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07c18-29, that has a similar product distributed in the us, list number 01l82. The complaint investigation for falsely elevated architect anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Using worldwide field data through abbottlink, the historical performance of the reagent was evaluated and is performing similar to other reagents in the field confirming there was no systemic issue. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. Manufacturing documentation for the likely cause list number was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect anti-hbs, list number 07c18-29, was identified.

Event description:
The customer observed a falsely elevated architect anti-hbs result for one patient, who has no history of hbv infection and has not received the hbv vaccine. The following data was provided (>/=10.0 miu/ml is considered protected): initial result was 14.23 miu/ml, repeat result was negative (<10.0 miu/ml). There was no impact to patient management reported.